Event description:
It was reported that this right ventricular (rv) lead became dislodged a day after the patient underwent a new pacemaker implantation. As the lead was being repositioned, the helix could not retract. Subsequently, this lead was electrically abandoned, and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields d6b explant date and e1 initial reporter first name. This supplemental report has been created to capture additional information and information correction.

Manufacturer narrative:
Revision to fields d6b explant date and e1 initial reporter first name. This supplemental report has been created to capture additional information and information correction. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm helix difficulty based on the failed helix mechanism due to deformed helix tip. Furthermore, helix tips which become deformed during the procedure are a known risk for active fixation leads.

Event description:
It was reported that this right ventricular (rv) lead became dislodged a day after the patient underwent a new pacemaker implantation. As the lead was being repositioned, the helix could not retract. Subsequently, this lead was electrically abandoned, and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead became dislodged a day after the patient underwent a new pacemaker implantation. As the lead was being repositioned, the helix could not retract. Subsequently, this lead was electrically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead became dislodged a day after the patient underwent a new pacemaker implantation. As the lead was being repositioned, the helix could not retract. Subsequently, this lead was electrically abandoned, and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted. No additional adverse patient effects were reported.